Event description:
The customer reported in an email the following message: "hw fault was displayed and the ventilator reset. Our engineer think that ln vent, home ER occurred due to the initialization of date and hour. Additionally, he adjusted the date and hour, but the ventilator was automatically turned off without alarm after one minute".

Manufacturer narrative:
The ventilator has not been returned for evaluation.